Manufacturer narrative:
Manufacturing site evaluation: the devices were not present in the set for the surgery due to the facility returned devices for evaluation. It should have been apparent to them that the set would not be available for use and the surgery should not have been completed with intent of using the set with these devices.

Event description:
Country of complaint: (B)(6). Device was reported for breakage during use; medwatch report 3005673311-2015-00107 was filed. The devices were returned for evaluation; and therefore were not in the set at the hospital. A surgery was performed with this set scheduled to be used; however, with the devices not being in the set, the surgical plan had to be changed which resulted in a larger access point being required. There was no patient harm and the operation was completed satisfactorily. Additional components not in set: sj607r / flexible bone awl; sj723r - not marketed in the u.s.